Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event is not available for evaluation. The root cause of this complaint cannot be determined or confirmed. Reference mvi: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported that during the treatment of a gastroduodenal artery (gda) during a therasphere mapping, an attempt was made to detach the coil. Upon retraction of the delivery pusher, it was observed that the coil did not detach. As the device was retracted, a portion of the coil broke and went into the hepatic artery. The coil segment was secured in place with a stent successfully. No patient harm was reported.